Event description:
On (B)(6) 2012 this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. As reported by the field sales associated (fsa), during the endovascular procedure, the physician pushed the trunk-ipsilateral leg component graft up to cover the renals with a cook 12fr sheath before attempting to cannulate the gate. It was reported that when the sheath was being inserted the physician was advancing the sheath without caution and advancing fast. To fix the positioning of the graft, the physician crossed over the guidewire, coming from both femoral accesses, pulling down the graft from the bifurcation. This method corrected the position of the graft to the correct intended deployment site. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.